Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 595 mg/dl, 164 mg/dl, and 131 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips; however, customer no longer has strips available. Replacement was sent.